Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that irrigation did not flow properly even though the priming test passed without problem. The problem was resolved after replacing the pack with another one, and the surgery was completed with no pt harm.